Manufacturer narrative:
Two knife samples were received by manufacturing inside of opened blisters packages. The knives were not seated properly inside of the blade trays. The samples were inspected per facility procedure and were determined to be visually nonconforming with damaged tips and cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the samples. The final customer lot number was identified. A review of the device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. No additional investigation is required based on device history record review. A complaint history examination revealed this is the sixth complaint for a dull knife for the reported lot number. How the blades became damaged cannot be determined from the evaluation. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was dull during surgery. An alternate knife was obtained to continue the procedure. There was no impact to the patient. Additional information has been requested.